Event description:
It was reported patient enrolled in a clinical study underwent total hip arthroplasty on an unknown date. It was further reported patient underwent a revision procedure on (B)(6) 2008 to implant a biomet constrained system due to instability. Subsequently, the patient was revised on (B)(6) 2008 due to dislocation. The modular head and polyethylene liner were removed and replaced. Additionally, the patient was revised on (B)(6) 2008 due to dislocation. The modular head was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date, implant date, manufacture date. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-04842/04844 & 03194).